Event description:
It was reported that the patient¿s personal therapy manager (ptm) was giving the patient erratic and irregular lockout times like 7 hours and 3 hours and 47 minutes. The patient did not have the ptm to do any troubleshooting. The ptm settings were 5/day, 5/24 hours with 60 minutes between boluses. The doctor had tried disabling the ptm and then enabling it again; and also tried making programming changes. It was noted that the patient knew that the continuous delivery of medication works fine. Two days later the patient continued to have issues with their ptm and a replacement was going to be sent. Analysis was unable to verify the patient¿s complaint. [C100 ] it was later reported that the patient had issues with their ptm since (B)(6) 2013. The patient received a second ptm and it did not fix the problem. The patient was getting locked out when they are supposed to be able to get a bolus. It would lock the patient out for an additional 2-3 hours or sometimes 8 hours per caller, it varies. The pa (physician activated) dose was reviewed and indicated that it was 0.5mg, the lockout interval was 1 hour, yet the dri was 1/4 and the max was 5/day. The reporter believed the patient waits 2 hours between boluses but the dri was 1/4 so reprogramming was suggested. Hcp was likely to schedule an appointment with the patient within the following week. It was later reported that at the patient¿s clinic visit the patient forgot to bring their ptm so there was limited troubleshooting performed. The pump logs were read and there was evidence of an uplink interruption on (B)(6) 2014 at 13:16. The patient brought pictures of their ptm showing a bolus denied x with various countdown clock durations. The hcp was assisted in programming pa to .5mg, 00:02, 1 hr lockout, 1/1 dri, and 5 max. The patient was to try new settings and bring their ptm with them to hcp if further troubleshooting was needed. It was later reported that there was a pump problem. The patient¿s personal therapy manager (ptm) was not working and the patient was not receiving their boluses when they are requested. It was noted that less than 50% of the time the patient does not get the bolus when it¿s called for. The patient¿s lockout interval was 1/hour a nd 6/day. When the patient wakes in the morning the patient is automatically denied the bolus. The patient states the most ever on the read out was to wait 59 minutes but the patient had seen more at times. This had occurred since the patient received their replacement in (B)(6) 2013. The patient¿s ptm has been replaced twice since this issue started and it still had not resolved the issue. The patient¿s health care provider (hcp) put the patient on medicine for breakthrough pain but states this is not an option. The patient reported that it is a pump issue. The pump was delivering morphine. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).